Event description:
The customer observed a falsely elevated alinity I total -hcg result generated for a patient sample. The following data was provided: on (B)(6) 2025, sample ID (B)(6), initial result = 27.13 iu/l, repeat result = <2.3 iu/l, repeat result on another analyzer was negative. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p51-30 has a similar product distributed in the us, list number 7p51-21/-31, and a 510k/PMA/bla number of k170317.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I total b-hcg assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 69544ud00. Device history review did not identify any non-conformances, potential non-conformances or deviations associated with the complaint lot or complaint issue. The overall performance of the alinity I total b-hcg reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 69544ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I total b-hcg reagent lot 69544ud00 was identified.

Event description:
The customer observed a falsely elevated alinity I total -hcg result generated for a patient sample. The following data was provided: (B)(6) 2025 sample ID (B)(6) initial result = 27.13 iu/l, repeat result = <2.3 iu/l, repeat result on another analyzer was negative. No impact to patient management was reported.